Event description:
I had breast implants put in (B)(6) 2008. I was a healthy (B)(6) with 2 kids. I started to experience extreme fatigue and was diagnosed with high blood pressure. My migraines and seasonal allergies intensified and became more frequent. I started having severe pain in one arm [invalid] and connective tendon. This would keep me from sitting more than 30 mins. Any longer the pain would be unbearable, then the leg would go numb. Approximately 2013 I started to experience food sensitivities, bloating and gas. The only way to get rid of it was time. The fatigue also became much worse. I could not drive more than short distances without nodding off. I was having chest pain and heart palpitations. In 2014 my depression got worse along with everything else. It was a slow decline with new ailments added as time went on. By 2017 everything was worse, plus I developed brain fog and memory issues, metal taste in mouth, excessive thirst, weight loss intolerance, muscle weakness, pain in both legs, heartburn and reflux, am itching with no rash, pressure in base of skull when working outside, cold intolerance, general and social anxiety, intermittent blurred vision, and the headaches and migraines came more frequently. These would sometimes last for a month straight. In the last year I have gone to the ER 3 times with what could have been an aneurysm, appendicitis, and kidney stones or infection. Every test came back clear. I am a fitness instructor and eat a very healthy diet. I have also been to see doctors for almost everything listed above and my test always come back normal. I have also been to an integrative doctor with no results. I am certain these breast implants are killing me and have obviously stolen my quality of life.